Manufacturer narrative:
The user experienced severe hypoglycemia requiring ems intervention and hospitalization while using the ilet. This situation can result in acute complications requiring emergency treatment, which is consistent with the reported ems transport and inpatient treatment with IV dextrose and fluids. Engineering log review indicated the ilet was functioning as intended, with insulin delivery requests and alerts generated appropriately and no device malfunction identified. Although there were data gaps due to cloud sync issues, available data showed multiple low glucose and urgent low alerts with corresponding insulin suspension events. The user reported pausing and disconnecting the device for extended periods, followed by reconnection and continued insulin delivery, which was associated with declining glucose levels. Based on available information, the event was attributed to use-related interruption and resumption of insulin delivery rather than abnormal ilet pump performance. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On 23-mar-2026 the user reported that on 21-mar-2026 they experienced hypoglycemia with a bg of 49 mg/dl. The user was able to treat the low bg by oral glucose, glucagon, and ilet with assistance from a caregiver. The user was treated by ems and transported to the hospital on (B)(6) 2026 and discharged on (B)(6) 2026.